Event description:
Customer called to report that the synchron cx delta clinical system generated false sodium, chloride, carbon dioxide and calcium results. The results were reported outside the laboratory, but were flagged upon physician review. The patient samples were then repeated, and the amended results were once again reported outside the laboratory. Therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument and found that the carbon dioxide (co2) electrode ports required cleaning. The fse cleaned the co2 ports, decontaminated the ion-selective electrode (ise) system, and replaced the carbon bridge. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue.

Manufacturer narrative:
(B)(4).